Event description:
Resident found on floor of room lying on left side, right arm stuck in bed between bed and bed rail, unable to remove arm from bed rail without chance of further injury. Paramedics were called and right arm was extricated from bed side and immobilized. Resident transported to ER for evaluation and treatment.